Event description:
The customer states that one patient in renal failure was admitted to the hospital and generated the following potassium assay results on one sample tested on the architect c8000 analyzer: 7.9, 7.9, 4.7. And 7.9 mmol/l. No suspect results were reported from the lab. A new sample was drawn and generated a potassium assay result of 7.5 mmol/l. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation began with a review of complaint and trending data that did not identify an adverse trend or issue for the c8000 or the ict module. The current rate of inconsistent, erratic, and aberrant complaints and occurrences is below the established limits for the architect clinical chemistry systems. The architect system operations manual ((B)(4) 2008) and the ict na, k, cl package insert (pn (B)(4) 2008) provide sufficient information with regard to the customer's issue. Numerous probable causes and corrective actions for the customer's issue are found under the observed problem erratic results, poor precision section of the manual. Based on the available information, a specific cause for the erratic k result could not be identified. A malfunction of the system was not identified. A sample integrity and/or preparation issue related to the specific sample in question, which affected the ict sample aspiration and/or testing, is probably the cause of the erratic result. Quality control results were in range, the issue did not recur, and the ict module remained in use without further concern. The investigation did not identify a deficiency. This is a final report.